Manufacturer narrative:
H6: the device was not returned to ventec for evaluation/investigation, as it pertains to this reported patient event. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
It was reported to ventec that the device stopped ventilating during use. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. No further details were provided. (Please note: the patient¿s weight (section a4) is actually 17.4 kg, however, the esub form would not allow the weight to be submitted using decimals)

Manufacturer narrative:
Section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).